Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was being used in a ureteroscopy with stone extraction procedure on (B)(6), 2010 on a patient over (B)(6) old. According to the complainant, the stone cone was deployed past the stone via standard semi-rigid ureteroscope as normal in the upper ureter. Upon trying to remove the cone, it was seen on the screen that the coils of the stone cone were inverted and would not close down. The surgeon was unable to remove the stone cone nitinol urological retrieval coil from the patient. A stricture was noted just below the stone. The device was left in the patient attached alongside a foley catheter. The patient underwent a secondary procedure on (B)(6), 2010 where the stone cone nitinol urological retrieval coil was successfully removed. The patient is fine and no further intervention is required.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was being used in a ureteroscopy with stone extraction procedure on (B)(6) 2010 on a patient over 18 years old. According to the complainant, the stone cone was deployed past the stone via standard semi-rigid ureteroscope as normal in the upper ureter. Upon trying to remove the cone, it was seen on the screen that the coils of the stone cone were inverted and would not close down. The surgeon was unable to remove the stone cone nitinol urological retrieval coil from the patient. A stricture was noted just below the stone. The device was left in the patient attached alongside a foley catheter. The patient underwent a secondary procedure on (B)(6) 2010 where the stone cone nitinol urological retrieval coil was successfully removed. The patient is fine and no further intervention is required.

Manufacturer narrative:
Analysis of the returned stone cone nitinol retrieval device revealed kinking along the length of the blue sheath. A tear was observed at the proximal end of the white heat shrink. The device opened and closed normally. A DHR review did not reveal any manufacturing related issues which might have caused or contributed to this event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.